Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was very mobile and was tilted in the pocket. The patient underwent a revision procedure wherein the ipg was anchored extra well to prevent motion. The patient was doing well postoperatively. The ipg remains implanted and in use.